Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the hospital technician found a message saying that analyzer back up battery was low. The service engineer replaced the battery but still showed the same error. This analyzer was replaced by another one from a different programmer then it was working fine. The analyzer returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint could not be confirmed. The device passed all functional, electrical, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer exhibited an unspecified malfunction. The analyzer was returned for service. There was no patient involvement.